Manufacturer narrative:
Technician found that the head up function was not working with buttons or manually due to stuck head up valve. Replaced the head up valve to resolve this issue. Bed located in bedshop.

Event description:
Info alleged that the head up was not working with buttons or manually. No injury reported.